Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the needle became bent while the device was in use.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: needle was sticking. Probable root cause: design: - inadequate raw material selection. - tip geometry not designed to facilitate soft tissue penetration. - needle not designed to withstand multiple usages/reprocessing cycles process. - instrument not manufactured / serviced to specification application. - attempt to use the device with broken or bent needle. - attempt to pass through thick tissue or bone. - excessive tissue loaded into jaws. - lack of due care when inserting instrument into soft tissue. - use of excessive force. - attempt to load or pass incompatible suture. - technique error. - improper reprocessing cycles/agents used; reprocessing instructions not followed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the needle became bent while the device was in use.